Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to two ventricular events where shock was delivered for ventricular fibrillation (vf) after abnormal timing for ventricular pacing was observed. The health care professional (hcp) noted a pvp-> marker and a short a-v interval, followed by a ventricular episode. Upon review, the pvp-> marker was indicative of a mode transition and the short a-v interval was likely the start of an auto threshold test. The auto threshold test was in progress prior to the vf. The device was programmed to ddd rythmiq at 50 beats per minute (bpm), and was later reprogrammed to vvi at 40 bpm the following week. Technical services (ts) discussed programming options to avoid a shortening of the a-v interval as the timing of ventricular pacing appeared to be proarrhythmic for this patient. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.